Manufacturer narrative:
Part number# 139-75 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k791045. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The co rec'd a report where it was claimed that the water was detected in the inflation line during pt use. Extubation and reintubation of a replacement tube was performed. The tube was replaced and no pt harm reported.